Event description:
The reporter contacted animas on (B)(6) 2012 and stated the down arrow and ok keypad buttons required multiple presses to elicit a response. The reporter denied damage to the keypad or trauma to the pump. The patient reportedly wore the pump under a garment against the body and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing all the keypad buttons were unresponsive; the complaint was not confirmed or duplicated. During investigation, evidence of contamination was found under the down and contrast key contacts.

Manufacturer narrative:
The correct information was: during testing all the keypad buttons were responsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.